Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system during a great saphenous vein (gsv) endovascular embolization procedure. Local anesthesia was used. 5 days post index, symptoms began, emergency fasciotomy. 6 days post index, patient was diagnosed with necrotizing fasciitis. An additional incision was made from the lower abdomen to the leg. The gsv has not yet been removed, and amputation of the leg has not occurred at this point. A fascial incision will be made at a later date. No further patient injury reported for this event

Manufacturer narrative:
Additional information received reported that endovascular embolization of the right saphenous vein (one leg only). Bump resection was performed at the same time on the lower leg, and the wound on the bump resection: dermabond + dressing material. It was noted that at the postoperative examination the next day, the dressing material had already been peeled off. (B)(6) 2024 visited the hospital for postoperative follow-up, and there were no problems. (B)(6) 2024 visited the hospital because of redness and pain only in the right leg, was diagnosed cellulitis, and was prescribed antibiotics and loxonin. (B)(6) 2024 visited the hospital by ambulance in the morning and was hospitalized, and although it had been diagnosed with cellulitis by the cardiovascular surgery, it was diagnosed with necrotizing fasciitis by the dermatologist. It was reported that there was redness all over the area from the groin to the toes, and that toe was amputated however this cannot be confirmed as physician whom performed the operation was not available. Patient was still hospitalized (B)(6) 2024. The physician observed that since the dressing material was peeled off the day after surgery, it is recognized that there was a high possibility of postoperative infection. There was the impression that it was a little dirty as a way of life for the patient and wound could not be kept clean. Sterile procedures are maintained during surgery, and the contents of the operation do not deviate from the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: glue was injected into the thigh and bump resection of the vein in the lower leg (from the puncture site of the glue injection) was performed. Prior to the procedure the skin was somewhat darkened, but there was no wound. There was also no sign of infection. The amputation of the toe is considered a postoperative infection, and it is not clear whether it is due to bump resection or glue injection. Since the bump was resected at the lower leg from the puncture site of the glue injection, it is considered there is low possibility that glue came out from the site of bump resection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.